Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device had an unknown compressor failure. This is all the information available. Complainant indicated that the clinician manually bagged the patient to continue treatment. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included functional testing and 24 hour stress testing without duplicating the customer report. The device was recertified and returned to the customer. No trend is associated with reports of this type.